Event description:
Consumer reports the "coude tip is not properly aligned with the ridge on the funnel and have caused him multiple bleeding episodes." He states he started cathing "only for the last 2- 3 months for retention from bph 4 x day and has used this product for that time. He states "he has never found one that is spot on" that he has ever used from multiple boxes that has the coude tip aligning perfectly with the ridge on the funnel before use. He said some are off "just a little" and others it is misaligned - "tip off to the right or left as much as 90 degrees" from the notch on funnel. He feels this is a manufacturing defect with the product itself. He said he was taught proper coude tip insertion. He is aware to keep tip upwards and keeps watch of the ridge on funnel with insertion to keep tip upwards as it goes in. He preps these per IFU but then also applies extra surgilube lube to catheter as advised by his md. He inserts them properly he said, straightening out s curves in male anatomy with insertion. With this catheter he said sometimes it is off by a lot, "like 90 degrees" so when that tip inside will be tilted to the right or left and scrape him internally causing immediate bleeding with use. He said he has no trouble getting them in, saying it "goes in no problem" but has experienced bleeding he said due to this defect. He said about a month ago he bled with use of one so much the bleeding lasted for a day and night. It was severe so he went to ER and was admitted a 1 night overnight stay in the hospital for bladder irrigation and had to wear a foley catheter afterwards for a few days. He said last week he had 2 instances of bleeding to a lesser extent due to defect. He said he was able to follows the instructions given to him by his md to push plenty of fluids to flush him out and bleeding did stop by doing this. He said his urine looked like the color of red kool-aid and lasted a day before getting it to stop. His 2 instances were about 4-5 days apart last week. He is not bleeding now. He does take warfarin daily as well as a blood thinner. He said he has to look at the product ahead of time, take into account the margin of misalignment with notch on funnel to keep that coude tip upwards inside so it does not scrape him." Consumer was advised not continue using a product he feels is all defective.

Manufacturer narrative:
A2: sex: male, age: 80 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Manufacturer narrative:
Urinary catheter in question was packed under sap material ID: 1718778 gentlecath glide tmnn ch16 (1x30pk) us and manufacturing lot#: 3d00874 in amount (B)(4) pieces in april 2023. Catheters were packed on packaging machine p009. There were 3 lots: 3d00867 manufactured on machine a097 and another two batches: 3d00666 and 3a03457, both manufactured on machine a116. According to process instruction g805311 v.25.0 production of hydrophilic tpe low-fric catheters - the indicator on the connector must be positioned correctly depending on the orientation of the bent end of the tubing. The orientation of the connector must be in accordance with the drawing and instruction. The check is carried out in accordance with tm-422 v.1.0. The results are recorded on g8053111 form 3. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing or sterilization process of the mentioned lot. No similar complaint was registered on this lot and issue. The batch record review indicates no discrepancies. Raw catheters were produced at machine a097. Machine a097 is equipped by vision system. The key point for installation and setting vision system is to provide a control of all catheters focus on catheters failure: position of connector indicator and bent tip of catheter. Because the defect was also confirmed on glide tiemann catheters based on received samples within previously reported complaints, an investigation process was initiated. Investigation conclusion is that the most significant influence of on catheter twisting has the shape memory gained during winding of the tube on the bobbin after extrusion in combination with ability and disability of catheter tube to relax during further processes and after catheter packing. Recommendation is to assess the change of the process the way that catheters would be cut after extrusion and pre-cut introduced to conversion process in order to avoid bobbin related shape gain and to allow relaxation of tube prior to catheter conversion. This however may be long term solution. Tightening of tolerances for inspection of tiemann tip catheters by high-speed vision system is recommended. Data analysis based on production and set the right offset of angle and tightening of tolerances for tip/funnel indicator control during the catheter conversion was carried out. Tightening tolerances for tip/funnel indicator control on machines a097 and a116 for gc glide was set up in may 2023. Tolerances tightened from -30°÷30° to -20÷20°. Lot in question was produced before the correction has been implemented. No additional action is required and this complaint will be closed. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.